Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10 /114/22) enter investigation findings: - the device was returned to the factory for evaluation on 06/18/2021. An investigation was conducted on 06/23/2021. A visual inspection was conducted. Signs of clinical use and evidence of heavy char was observed on the heater wire. The heater wire was observed to be flexed away from the center of the hot jaw to the tip of the hot jaw with detachment at the tip. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No peeling of insulation was observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery broke apart and ceased working. Silicone insulation peeled off. Nothing fell into the patient so no retrieval was necessary. No additional incisions required. No major delay. Opened new kit to finish case. Patient was not affected.